Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device interrogation revealed that the device was post paced t-wave over-sensing (pptwo). The device was reprogrammed in order to resolve the issue and the patient was stable.